Event description:
A pt svc rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that the pt's battery pack was not charging. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (won't charge) was confirmed. As received, the battery would not charge in the charger or power on a monitor. Upon eval the battery cell output voltage was low. The cause for the inability to charge or power on a monitor is the low output voltage. The cause for the low output voltage is excessive discharge. The root cause for the excessive discharge cannot be positively identified but is likely defective cells. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.